Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient reported that they were found unresponsive by their wife who called an ambulance. While they were waiting for the paramedics the patient was provided sugar granules by their wife. When a fingerstick was taken the cgm was reading 5.3 mmol/l and the blood glucose reading was 1.4 mmol/l. The patient was brought to the hospital but was unsure what treatment they were given there. The patient was discharged from the hospital after spending less than 24 hours there. There was no documentation of further medical intervention. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.